Event description:
It was reported that a request was made to program this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed this system is MRI-conditional and programmed the protection mode. In addition, during data review, ts noted there were out of range r wave measurements and oversensing of the t wave. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.